Event description:
A malfunction alarm, specifically malfunction code 12, was reported by the customer. The reported issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided instructions for resetting the pump, and assistance was given to the customer in performing the reset. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact support if the malfunction reoccurs, and this advice was understood and acknowledged.